Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-01075 / 2014-01076 / 2016-02137).

Event description:
Patient's legal counsel reported that patient underwent right hip revision procedure approximately five (5) years post-implantation due to allegations of pain, swelling, inflammation, metallosis, elevated metal ion levels, damage to surrounding bone and tissue, and a lack of mobility. During the procedure, exploration and excision of the lateral femoral cutaneous nerve occurred. Synovial biopsies were performed of the left hip joint and diagnosed as chronic lymphocytic synovitis. The head, taper adaptor and cup were removed and replaced with a biomet head and taper adaptor and a competitor cup and liner this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified operative notes received reported that patient underwent a right hip revision procedure approximately five (5) years post-implantation due to pain in right groin, difficulty ambulating and elevated metal ion levels. During the procedure, white cloudy fluid, dehiscence of the posterior capsule, mild corrosion noted during removal of head and taper, well-fixed stem and pre-operative leg length discrepancy were noted.